Manufacturer narrative:
H.6. Investigation summary: no photos of the sample or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while inserting the bd neoflon¿ pro safety arterial cannula, the catheter tore and peeled off. This occurred with 4 catheters. The following information was provided by the initial reporter: "while inserting, the cannula gets peeling off & teared".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while inserting the bd neoflon¿ pro safety arterial cannula, the catheter tore and peeled off. This occurred with 4 catheters. The following information was provided by the initial reporter: "while inserting, the cannula gets peeling off & teared".